Event description:
It was reported a malfunction alarm was reported. There was no reported adverse impact on the customer's blood glucose level. The customer was instructed to replace the malfunctioning pump and revert to multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The caller was also guided to put the pump into storage mode and return it using a prepaid label within 10 days, with a replacement pump being sent by tandem.